Manufacturer narrative:
(B)(4)

Event description:
It was reported that there had been volume discrepancies as noted a pump fill. The expected reservoir volume (erv) was unknown but the actual reservoir volume (arv) was 12 milliliters (ml). It was later provided that there was 14 cubic centimeters (cc) and the theoretical volume or erv was 2.5 cc. This required hospitalization and the replacement of the device. It was unknown if any troubleshooting was performed. The cause was not initially determined. However, the cause was later reported a catheter migration to which the catheter was changed. The issue was reported as resolved. It was unknown if the patient experienced any symptoms. At the time of the report the patient's status was reported as alive-no injury. Initially, it was reported that this device system delivered baclofen. However, it was later provided that the medication was not baclofen but was morphine. The patient was currently doing ok with 0.7 milligrams per day. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4): product ID neu_unknown_cath, product type catheter. (B)(4).